Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings, sensor error or brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm device was not providing any cgm readings for over three hours. During this time, the patient was vomiting and became incoherent. The patient¿s bg meter reading was tested and found to be high mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s husband called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient¿s bg level was 874 mg/dl. The patient was diagnosed with dka and admitted to the ICU. She was treated with IV fluids and an IV insulin drip. The patient was discharged 4 days later. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.